Event description:
The user received an erroneous tsh results for one patient sample. The initial result was <0 uiu/ml with a data flag. The user repeated the sample and a result of 3.35 uiu/ml was received. Only the repeat result of 3.35 uiu/ml was reported. The tsh reagent lot number was not provided. The field service representative determined the was an air bubble present in the sample container, but the user did not observe an air bubble in the sample. To verify the analyzer operation, he tested qc within results within normal range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Info received indicates trendelenburg functions are not working.

Manufacturer narrative:
A specific root cause was not identified. The falsely low result was flagged with an instrument alarm, indicating there may have been a bubble on the sample surface. The bubble on the sample surface may have been the reason for the low result. No additional information was provided for further investigation. The patient was not affected as the falsely low result was not reported outside of the lab.